Manufacturer narrative:
The device was received and evaluation was completed. The event history log review was completed and it noted the presence of system error 345 in the log. A visual inspection was performed and no abnormalities were found. The reported issue of multiple issues could be reproduced during the device evaluation as a system error 345 with pump run at a rate of 400ml/ hr for 15 min. The device was determined to not meet all product specifications related to the reported event. The system error 345 was verified. The cause was determined to be the upstream thermistor readings to be out of specification, therefore the upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced multiple issues. There was no known patient injury or medical intervention associated with this event. No additional information is available.